Event description:
It was reported that a spectrum iq pump had no infusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During flow accuracy testing at 125ml/hr the device was found to under deliver at -10.532% accuracy which is outside specifications. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plates out of adjustment. The pressure plates require adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.